Event description:
Reporter alleged obtaining a discrepant blood glucose result of 451 mg/dl back to back with a result of 196 mg/dl on the advantage system when testing was performed within 10 minutes. Reporter stated she took 6 units of her 70/30 humalog insulin based on the result of 196 mg/dl. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device.